Event description:
It was reported that the impedance on the right ventricular (rv) lead was high and possible fracture is suspected. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert and the impedance trend on the rv (right ventricular) pacing lead was rising. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Max ventricular pace impedance rises from an approximate baseline of 700 ohm to > 1000 ohm the week ending (B)(6)2013 and continues to rise to >4000 ohms the week ending (B)(6) 2013. (B)(4).